Manufacturer narrative:
(B)(4). MDR-REPORT #: MW5185069 MDR-REPORT KEY: (B)(4). D4: THE PRIMARY UNIQUE DEVICE IDENTIFICATION (UDI) NUMBER IS NOT APPLICABLE AS THE DEVICE'S PRODUCT NUMBER IS UNKNOWN. ATTEMPTS HAVE BEEN MADE TO GATHER ALL PRODUCT IDENTIFICATION INFORMATION, AND NO FURTHER INFORMATION HAS BEEN PROVIDED. G2 ¿ UNKNOWN WHICH COUNTRY THE EVENT OCCURRED IN. THE DEVICE WILL NOT BE RETURNED FOR ANALYSIS; HOWEVER, AN INVESTIGATION OF THE REPORTED EVENT IS IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETED, A SUPPLEMENTAL MEDWATCH 3500A WILL BE SUBMITTED.

Event description:
A STUDY REPORTED A CLINICAL ADVERSE EVENT FOR DEATH, THE CAUSE OF WHICH IS UNKNOWN. NO FURTHER INFORMATION IS AVAILABLE. ATTEMPTS HAVE BEEN MADE AND NO FURTHER INFORMATION HAS BEEN PROVIDED.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(b)(4).This follow-up report is being submitted to relay additional information.The following sections were updated: B3; B4; B5; D1; D4; G3; G6; H2; H3; H4; H6; H11.No product was returned, or pictures provided a product evaluation could not be performed. However, a sample retained by the manufacturer from was tested to confirm that the cement cures within an acceptable time and without exceeding the allowable peak exothermic temperature under conditions. The sample was found to conform to the applicable specifications.A review of the Device Manufacturing Records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination.The reported adverse event of death is included in the Instructions. However, based on the provided information, it is not possible to state if the reported product may have played a role in the patient's death. Therefore, a definitive root cause could not be determined.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.